Event description:
It was reported that the ipg had flipped in the pocket following significant weight loss. In turn, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned, resolving the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.